Event description:
It was reported by the affiliate when the device, with reload cartridge, was used during a gastrectomy procedure, it locked out. Another device was used to complete the case. There was no consequence to the pt.